Event description:
The facility reports the sling leg clip became detached while lifting the pt. The caregiver grabbed the sling leg clip so the pt would not fall. The caregivers quickly lowered the pt to the floor, using the emergency lower on the lift. The resident sustained a right humeral neck fracture.

Manufacturer narrative:
The lift used was inspected and, apart from minor scars on the mast top and jib plastic covers, wheels, and legs of the lower chassis, no particular deficiencies were noted. The sling involved was reported to have been found to be worn. There were no tears or other damage to the sling fabric, but the locking clips fell into place with little or no resistance, indicating wear. Pictures were sent to the MFR and showed this eval to be correct. No training dates could be given for the operators of the lift. Internal test reports that simulate events such as these show that, when a leg clip is not attached before lifting, the pt will shift with the shoulder out of the sling while being lifted before dropping, just as the nurse present in the room described. The findings in the internal reports appear to match the report of the incident. The lifter opi as well as the sling guidelines for use both clearly state that, before lifting, the operator is to verify that all clips are attached to the lift and the sling straps shall be under tension. Based on the info received, the MFR concludes the root cause for the pt drop was user error. The lift operators appear to have had insufficient knowledge of the opi of the device and the guidelines for use of the sling, which ultimately resulted in the pt drop. Based on the info received, the conclusion of the report, and the complaint trending, the MFR cannot find a corrective action to be performed towards the product. However, the MFR strongly recommends the lift operators at the facility are retrained to the opi and guidelines for use documents.